Manufacturer narrative:
Device remains implanted.

Event description:
The manufacturer was informed of the following event through mantra study database. Based on the information received, perceval plus sutureless aortic heart valve size m was implanted in the patient on 17 jan 2023 through mini sternotomy. On (B)(6) 2023, a permanent pacemaker (ICD) was implanted in the patient due to bradycardia. Based on the information provided, patient has a history of coronary artery disease, left ventricular hypertrophy, systemic hypertension, diabetes mellitus (type ii), dyslipidemia, obesity, stroke, and renal insufficiency / renal disorder. Reportedly, patient is nyha class iii.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the available information, it is not possible to draw a definitive root cause on the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU.